Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported a stroke occurred. It was reported via social media that a person who received a watchman flx laa closure device was in the hospital for the second time in seven days due to a stroke. A magnetic resonance imaging (MRI) will be performed to compare with the results of the first one. No additional information is known at this time.